Event description:
It was reported that during the pulse field ablation procedure to treat persistent atrial fibrillation (a fib) using the farawave catheter, the patient experienced a cardiac tamponade. The tamponade was observed in the left atrium at the end of the procedure. The device had already been out of the body. The patient was treated with sternotomy and cardiac surgery. The patient became stable. The procedure was completed succesfully but the patient's hospitalization was prolonged. The device will not be returning as it was disposed by the customer.

Manufacturer narrative:
Correction to the initial, MDR in block(s) . B5, d4. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the pulse field ablation procedure to treat persistent atrial fibrillation (a fib) using the farawave catheter, the patient experienced a cardiac tamponade. The tamponade was observed at the end of the procedure. The patient was treated with sternotomy and cardiac surgery. The patient became stable. The procedure was completed successfully but the patient's hospitalization was prolonged. The device will not be returning as it was disposed by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.